Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found also found foreign material in the air/water cylinder, a scratched plug unit and universal cord, a chipped plastic end cover, and a stained light guide lens. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope's air connection and carbon dioxide did not work. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the jet tube, air/water tube, and nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and origin of the observed foreign material in the air/water channel, sub-water supply channel and nozzle could not be determined. The root cause of the reported air connection and carbon dioxide reprocessing issue as well as the observed attached foreign material was determined to likely be the result of the customer not properly performing device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.